Event description:
A malfunction in the customer¿s pump was reported with no significant events occurring prior to the issue. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.